Manufacturer narrative:
Corrected the device returned to manufacturer date.

Manufacturer narrative:
One (1) implant was returned for investigation. Upon visual inspection, implant showed signs of usage and remnant bone was visible in between external threads of product. Scratch marks were visible along seating surface. Vertical extent of internal threads of the returned implant was not visible, as portion of fractured screw remains inside the implant. The complaint is confirmed. Radiography provided by the complainant was also used to serve as a confirmation of the reported event. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date of this report. Date received by manufacturer. Add follow up type. Device evaluated by manufacturer: change no to yes.

Manufacturer narrative:
Xrays were provided by customer.

Event description:
It was reported that the patient had a complaint that the abutment was loose in tooth location #11. Upon further inspection it was noticed that the unknown abutment screw had fractured. Screw removal kit was tried but unsuccessful. The implant was removed on (B)(6) 2017 and the site was grafted.